Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components was inserted for treatment of an abdominal aortic aneurysm and a right iliac aneurysm in 2001. The aneurysm size and vessel morphology are unknown. It is reported that following initial deployment of the stent graft an endoleak was noted, therefore, a 20mm diameter x 3.75cm length cuff was placed in the dilated right iliac to obtain a better seal. The physician then decided to place an additional 24mm diameter x 3.75cm cuff in the dilater right iliac to obtain a better seal. The physician then decided to place an additional 24mm diameter x 3.75cm cuff in the dilated right iliac. Completion angiogram showed a good seal, however the aneurysm continued to fill with contrast due to unknown endoleak. It is reported that the physician's impression was that the leak was due to the contralateral limb being placed too low in the gate, therefore, causing a poor seal. The physician placed a 16mm diameter x 5.5cm cuff in the contralateral limb gate. The angiogram imaging showed that the gated area and the proximal neck and iliac landing zones appeared to be sealed. However, a continued leak was noted and the physician felt that this was due to blushing and/or lumbar back bleeding. The physician decided to discontinue the procedure and to observe the patient. It is reported that following the procedure, the patient had hypotension and a poor clinical response. The CT scan two days after the implant of the stent graft revealed a left retroperitoneal hematorma; therefore, the patient was surgically converted. It is reported that a small laceration or dissection of the aortic aneurysm wall was noted and felt to be procedural in etiology. It is reported that the patient is fine and there is no additional sequelae related to this event. Procedure notes are not available, howeverr medtronic ave has received films and the independent physician evaluation reveals a complicated case with questionable endoleak etiology ultimately requiring multiple extension cuffs for treatment an abdominal aortic aneurysm and right iliac artery aneurysm. Open surgical conversion after 2 days for questionable rupture. The pre-conversion CT scans demonstrate left retroperitoneal hematoma and probable left iliac procedure injury etiology. Suspect iatrogenic left iliac injury at the time of implant resulted in acute rupture. The independent physician reports that based on the clinical information obtained from the implanting physician, the event was a periprocedural rupture due to poor patient selection. It is reported that the explant will be returned to medtronic ave for investigation and evaluation.

Event description:
Analysis of the explanted stent graft and its system components reveals no broken stents. One of the diamonds on the top row is deformed, but with no deformation to any of the other diamonds around it. Other observations on the explanted device relating to integrity are not believed to be the cause for the rupture. The surface of the deformed diamond was examined using scanning electronic microscopy techniques, and no evidence of tool marks could be found. However, this degree of local deformation is extremely unlikely to have occurred in vivo.